Event description:
It was reported the patient with this right atrial (ra) lead underwent an atrial fibrillation (af) ablation, so this ra was examined and it was discovered that after 20 years in service, it presented low out of range impedance measurements and noisy signals. Technical services (ts) was consulted and discussed the possible reasons for the exhibited behavior as well as available reprogramming options. Additionally, the noisy signals resulted in pacing inhibition. This ra lead remains in service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).